Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history trending, certificate of analysis, failure mode effects analysis, system hazard use misuse analysis and health hazard evaluation. Complaint history trending for cidex opa for the problem codes "hr-eye burning" and "hr-allergic symptoms" is not considered a significant trend. Certificate of analysis of cidex opa was reviewed for lot number 181011686; the lot met all specifications prior to product release. The fmea (failure mode effects analysis) score for user similar user symptoms is below the threshold of 100. The shuma (system hazard use misuse analysis) has been assessed a category I - broadly acceptable risk. The hhe (health hazard evaluation) was reviewed for similar issues and the hazard/risk index is none/negligible. From the information gathered, this event is due to inadequate personal protective equipment (ppe). As indicated in the cidex opa instructions for use (IFU), exposure to cidex opa may elicit an allergic reaction. May aggravate preexisting asthma or bronchitis. Avoid exposure to ortho-phthalaldehyde (opa) vapors, as they may be irritating to the respiratory tract and eyes. Per the IFU and msds, ensure adequate ventilation, use eye protection and gloves of appropriate type and length, and suitable protective clothing.

Event description:
A facility reported that a healthcare worker (hcw) reported symptoms when working with cidex opa in their custom ultrasonic washer. The symptoms included her face swelling and her eyes, nose and mouth burning. She sought medical attention for her burning eyes. Allergy testing was performed and the diagnosis confirmed that the hcw is allergic to cidex opa. She was treated with an unknown injected medication, inhaler and cream. The allergic reaction of face swelling deems this event as reportable to the FDA as a serious injury. The facility stated that the cidex opa is used in a room where the ventilation is 12 air exchanges per hour.